Event description:
During baxter's functionality testing, it was found that a spectrum pump failed the upstream occlusion test. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through initial testing), but could not reproduce the "failed upstream occlusion test" during eval. Upstream occlusion tests were performed with the unit passing. The device was recalibrated to ensure proper occlusion detection.